Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a restricted posterior leaflet. A steerable guide catheter (sgc) and a mitraclip xtw clip delivery system (cds) were prepared for use and inserted. However, the physician was not confident of how much the sgc was inside the left atrium, therefore a decision was made to remove the cds in the sgc to check how much the sgc was left. However, while retracting the cds into the sgc, the mesh of the cds became trapped in the sgc tip, resulting in clip damage (damage to one arm tip cover). It was noted that the mesh was pulled off the clip arm at the tip of the clip arm. The cds was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. It was noted that the sgc was observed to be intact and not damaged. There were no adverse patient effects and no clinically significant delay in the procedure.